Event description:
It was reported that a pump declared an alarm during the loading process. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to load a new cartridge but encountered recurring alarms. Consequently, technical support decided to replace the pump, informed the customer of the need for replacement, confirmed the shipping address, and ensured that the transportation instructions were understood. The customer was provided with a replacement pump to continue insulin therapy.